Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer denied having done this. Additionally, the customer reported that the customer was temporarily unable to interact with the screen and reported that it was "greyed out" customer's blood glucose was 94 mg/dl.

Event description:
In addition, the customer reported an incomplete temporary rate alert occurred; however, the customer denied being on the temp rate screen.